Event description:
On (B)(6) 2013,the reported contacted animas and alleged the following: the patient fell and landed on the pump. The display was cracked and is now unreadable. No adverse event is reported. Customer support advised the patient to go to an alternate delivery plan. This complaint is being reported as the issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/12/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/28/2014 with the following findings: pump was returned with a damaged and cracked display screen. Pump boots with audible and vibratory features; the display screen remains blank and does not go to the verify screen. The pump cover was removed and the damaged/cracked screen was replaced with a new test screen. The new test screen is fully illuminated with no discoloration when booting to the verify screen. Investigation completed using the test display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.